Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. At around 9-9:30am, the patient was in the kitchen getting a snack. They collapsed, hit their head, and had two seizures. They had no prior history of seizures. It was indicated that the patient was pale, their eyes were rolled back in their head and then the pupils were dilated, and they stopped breathing. The patient¿s mother injected glucagon, and due to the urgency of the situation did not check a finger-stick. By the time the ambulance arrived the patient was breathing again, their bg was 74 mg/dl, and they were awake but disoriented. Intravenous (IV) therapy was started during transit to the emergency room where the patient stayed from 10:30am until approximately 2:00pm. They had a computed tomography (CT) scan to rule out a cerebral bleed and the results were negative. The cgm value prior to the event was 124 mg/dl on the patient¿s mother¿s phone but based on the reported event the patient¿s endocrinologist estimated the patient¿s bg would have been below 20-30 to have caused the seizures. At the time of contact, the patient was in stable condition. Data was received for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.